Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 100mm abdominal aortic aneurysm. It was reported that during the procedure, during device deployment, particularly during spindle retrieval, the back end wheel total ly collapsed, and broke into two pieces. The spindle was not fully retracted at this point. The physician tried to recapture the spindle but the device was not functioning. The physician moved the entire device distally up to the iliac artery. The physician  then proceeded to fully recapture / retrieve the spindle to the closed "locked" position again, in order to safely remove the device from the patient. The physician was unable to recapture it 100% and with an elaborate move and managed to remove the device outside the patient.  The procdure was completed with bifurcate with two limbs on either side and a further extension used on the ria. As per the physician the cause of the event was anatomy and angulated iliac and traces of calcification.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.